Event description:
The core universal driver was sent for service and it was noted during performance testing that the reverse trigger was causing the device to run continuously. No adverse consequence was associated with the device.